Event description:
Patient presented to the ed with rectal bleeding. Patient having bright red stool with clots (approx. 250ml). Due to continuous loose stools patient was placed on an enema ring for fecal containment. The day shift nurse turned the patient and noted skin irritation around her buttock. Mepilex bandages were placed to keep area clean and dry. Provider was made aware and after seeing patient skin irritation advised nurse to keep covered with bandages. Nurse reported in documentation patient states she has sensitive skin regarding soaps and lotions. Patient had embolization in ir and was then on a go lytely bowel prep for colonoscopy while in the ed and was admitted to the hospital for acute gi bleeding and colonscopy procedure. Wound care nurse pictures of patient during initial wound assessment reveal a linear break in skin integrity in a circular pattern around buttocks area. The enema ring (inflated) has a 'stiff' seam protruding approximately halfway between the top and bottom of the ring on the inside. This seam is rough feeling when hand is rubbed across the seam.